Event description:
It was reported that the connection between a final bag line of an automated peritoneal dialysis set and a final bag was separated. The care giver (cg) stated that the disconnection occurred while the patient was connected during the first fill. A technical service representative (tsr) assisted the cg with ending therapy and removing the cassette. The tsr advised the cg to start over with new supplies. During follow up with the cg, the cg reported no issues connecting the line to the bag. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.